Event description:
It was reported that the customer experienced a blood glucose (bg) level of 46 mg/dl. Reportedly, the customer consumed carbohydrates to address their bg level. The customer alleged that the pump miscalculated boluses. Tandem technical support advised automatic bolus was delivered was because the predicted continuous glucose monitor value was above 180 mg/dl. Recommendation was made to consult with healthcare provider regarding diabetes management.